Event description:
The pt reportedly experiences loss of lock with his device. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.